Event description:
On (B)(6) 2014, it was reported that the patient's blood glucose level was elevated to 310 mg/dl. He stated that his infusion set had leaked at his infusion site while he was sleeping. When he removed the infusion set he saw that the cannula was bent. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.